Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism on an unspecified number of units is falling off when the cap is removed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-sep-2025. Investigation summary bd received 2 photos and 13 samples for investigation. The customer photos show the device packaging but do not show the reported defect. Additionally, a total of 13 samples were functionally tested and the samples passed tests as the safety shields were able to be activated properly with no signs of damage or device separation. Furthermore, 20 retained samples were inspected for the same issues and also passed functional tests with the safety shields functioning properly and no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism on an unspecified number of units is falling off when the cap is removed. No adverse impact was reported regarding the patient or user.